Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in turkey underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an undetermined amount of time the patient experienced a fall. On (B)(6) 2019, it was reported that the patient was not able to mobilize the peg tube and was diagnosed with buried bumper syndrome. The patient was hospitalized on (B)(6) 2019 and had a procedure to remove the peg-j and peg with buried bumper on (B)(6) 2019. New tubing will be implanted when existing stoma site is recovered.